Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. Predilation was performed using a 15 x 2.0mm non bsc balloon catheter. Then a 28 x 2.25mm promus premier¿ stent was advanced and deployed in the lesion. Post dilation was performed three times at 11 atmospheres, 14 atmospheres and 20 atmospheres. Then a non bsc imaging catheter was advanced but it became stuck with the proximal edge of the implanted stent. A non bsc guide wire was inserted additionally to perform buddy wire technique but the imaging catheter was unable to cross the lesion. Then the proximal side of the lesion was dilated with a 15x3.0mm emerge balloon catheter at nominal pressure using buddy wire technique and the imaging catheter was able to cross the lesion. Intravascular ultrasound (ivus) was performed and it was observed that the proximal edge of the recently implanted stent was lifted. No further intervention was performed and the procedure was completed. No patient complications were reported and the patient¿s status was good.